Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 26-28x3.0-3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 28 x 3.00mm promus premier¿ drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated.   Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the distal and mid-section of the stent were damaged with stent struts lifted and misaligned. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination found damage to the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the device found no issues along the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 26-28x3.0-3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 28 x 3.00mm promus premier¿ drug-eluting stent was advanced for treatment. However, it was noted that the tip of the stent strut was lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.